Event description:
Event description cpi received information that this bipolar lead was capped. The physician elected to perform an invasive procedure due to a 'fracture or insulation break'. The lead was replaced with a new bipolar lead.